Event description:
It was reported that the patient presented to the clinic experiencing shortness of breath and fatigue. The right ventricular lead exhibited intermittent loss of capture. The lead was reprogrammed. The patient would be monitored.